Event description:
(B)(4). Have been having awful pain gain a lot of weight since I had this device implant in me. Have been having awful periods. And many more. I was on medicaid at the time of the procedure.